Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no vibration on (B)(6) 2014. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed unit was not able to communicate with test station. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).